Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: batch # 760c18 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 760c18, and no non-conformances were identified. Additional information was requested, and the following was obtained: 2. Could you please clarify if there were any patient consequences? No 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No change.

Event description:
It was reported that during a low anterior procedure the device was unable to clamp tissue because of malfunction of the clamp functionality of the contour. There were no patient consequences.